Event description:
It was reported that the catheter was inserted six days prior to the event. On the day of the event, an x-ray was taken which showed a piece of spring wire guide remaining in the pt. The piece of wire was successfully removed under fluoroscopy. There were no add'l complications reported.